Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894162, gd894006 and gd893743 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment for the events was not reported. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).